Event description:
It was reported that during power up of the cardiosave intra-aortic balloon pump (iabp) alarmed at power up ¿power up test fail code #10 helium transducer not calibrated¿. There was no patient involvement thus no adverse event was reported.

Manufacturer narrative:
Updated fields: e1 (event site email). Good faith effort (gfe) attempts were made to the customer to obtain additional information on this complaint event. However, despite our best efforts, the customer has not responded to any of our gfes. If additional information is provided, we will submit a supplemental report.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge service was not requested in connection with this event. A supplemental report will be submitted if additional information is made available.

Event description:
It was reported that during power up of the cardiosave intra-aortic balloon pump (iabp) alarmed at power up ¿power up test fail code #10 helium transducer not calibrated¿. There was no patient involvement thus no adverse event was reported.